Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband was in a motorcycle accident while using the medtronic insulin pump. The patient's blood glucose at the time of incident was 157 mg/dl. The customer was the driver of the vehicle. He received medical attention; however, he did not blame the insulin pump for the incident. The customer's most recent blood glucose was 217 mg/dl and he felt okay. The insulin pump sustained the following damage: scratched screen, scratched battery area casing, scratched reservoir area casing, and scratches on the back of the insulin pump. The customer was able to read the screen. The device was functioning as designed. The drive support cap appeared normal. The self test was performed successfully. The device passed the displacement test as well. The insulin pump was not returned or replaced.